Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a high oxygen supply resulting in oxygen not available. A loss of oxygen can be detrimental to the patient. No patient involvement was reported.

Manufacturer narrative:
The customer corrected the set up and the issue resolved.